Event description:
Provider was performing an evar (endovascular aneurysm/aortic repair) on a pt. An angioplasty was required before advancing the sheath. A 7mm fox plus pta catheter was being used during the procedure. The balloon ruptured just below burst pressure in a vessel that was noted to have severe calcification. The rupture was circumferential resulting in a retained distal fragment in the body. The fragment was retrieved through the open common femoral artery.